Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow up information (tubal perforation questionnaire) received on 16-mar-2015 from physician: patient's weight and height were added. The patient was gravida 5 and para 4 with 1 voluntary pregnancy termination. Her last delivery was in 2009 and it was not a c-section. Her previous gynaecological history included the use of mirena. Prior to insertion, she had no abnormal findings. On (B)(6) 2011, an ultrasound was done and showed 1,6mm of endo (no other specified). On (B)(6) 2011, essure was inserted. The procedure was during patient's luteal phase; her last menstruation period was (B)(6) 2011. She received aygestint and femara to thin endo lining (date not provided). During insertion, cervical dilatation and sounding were done; toradol 60mg IV, valium 10mg and percocet (5/325 twice) were administrated. The insertion was considered easy with easy visualization of both tubal ostium. The procedure did not take more than 20 minutes and there were no more than 1500cc of fluid loss. The patient had no complaints after the insertion. On the same day of the procedure, she received depo provera. At time of the insertion she was not breastfeeding. On (B)(6) 2012, the incorrect essure position was diagnosed. No organ or intra-abdominal structure was perforated. On the same day hsg (hysterosalpingogram) was done and another one on (B)(6) 2012; the first one did not confirm the tubal occlusion but the second confirmed. The diagnosis of incorrect position was made by hysteroscopy and laparoscopy on (B)(6) 2012 which revealed no visible perforation. The patient also presented abdominal pain and increased dysmenorrhea (previously reported). At time of the report, essure devices were not removed. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and around 2011 she underwent two hysterosalpingogram (hsgs): 3 months hsg right occluded good location and left 50% coil trailing by half of device in endomentrial cavity and patent (interpreted as device dislocation). According to hysteroscopy and laparoscopy tests, no visible perforation was revealed, therefore the previously event reported as tubal perforation myometrial or peritoneal location (right side) / xray done recently which showed 1.4cm of coil in the endometrial cavity, radiologist has concern that is perforating the myometrium (left side) (interpreted as suspicion of uterine perforation) was deleted. The event device dislocation is serious due to medical importance and listed in the reference safety information for essure. In this particular case, it was reported that during essure placement there was no difficulty, however 4 trailing coils on left and none on right (considered as device misdeployment (location)). At 3 months, an hsg showed left 50% coil trailing by half of device in endometrial cavity. No organ or intra-abdominal structure was perforated. A laparoscopy-electrocartary and tied the tubes were performed. Given a compatible temporal relationship, a causal relationship between the reported event and suspect insert cannot be excluded. This case was regarded as incident since patient underwent a laparoscopy-electrocartary. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Additionally, non-serious event was reported. No further information is expected.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 06-nov-2014 which refers to a (B)(6) year-old female patient who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011 for permanent sterilization. Physician reported that during essure insertion there was no difficulty, no issues, 4 trailing coils on left and none on right. Around 2011, patient underwent two hysterosalpingograms (hsgs): 3 months hsg right occluded good location and left 50% coil trailing by half of device in endometrial cavity and patent, 3 months another hsg- said left side was occluded but unsatisfactory location greater than 50% of inner coil trailing, right side tubal perforation myometrial or peritoneal location had patency. Two different radiologists performed the hsgs. During (B)(6) 2012 patient had another confirmation test done, where there was successful occlusion on right side and on left side there was no occlusion. In (B)(6) 2012 it was performed a laparoscopy-electrocautery and tied the tubes about 3cm down did not appreciate any coils. The health professional did an "electro cautering" to block fallopian tube. Just recently, in (B)(6) 2014, patient experienced severe abdominal pain, having pain, left side pain started two cycles ago, acute pelvic pain, and she went to emergency room and did not see any cyst rupture. Patient had an xray and ultrasound performed and the head of radiology reported that the tests showed 1.4cm of coil in the endometrial cavity, and the radiologist has concern that it is perforating the myometrium. Right side is in correct location. Now patient wanted the coils out. It`s been three years, physician is unsure of how to remove it and discussed this further and she suggested evaluating via hysteroscopy to evaluate the current location of the insert and determine its location due to the difference in reports. She asked if she could cut the insert. Doctor also asked about removal on the other side. Physician refused any available documentation and wanted to speak with someone live. Result and assessment of the product technical complaint investigation received on 20-nov-2014: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. In addition, the ae case refers to a usability issue. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Ptc global number is (B)(4). Follow up information received on 06-nov-2014: no new information was provided. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) year-old female patient who had essure (fallopian tube occlusion insert) inserted and around 2011, she underwent two hysterosalpingogram (hsgs): 3 months hsg right occluded good location and left 50% coil trailing by half of device in endometrial cavity and patent (interpreted as device dislocation) and 3 months another hsg- said left side was occluded but unsatisfactory location greater than 50% of inner coil trailing, right side tubal perforation myometrial or peritoneal location had patency. In (B)(6) 2014, she underwent an x-ray and ultrasound which showed 1.4cm of coil in the endometrial cavity, radiologist has concern that is perforating the myometrium (interpreted as suspicion of uterine perforation). These events are serious due to medical importance and listed in the reference safety information for essure. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this particular case, it was reported that during essure placement there was no difficulty, however 4 trailing coils on left and none on right (considered as device misdeployment (location)). At 3 months, an hsg showed left 50% coil trailing by half of device in endometrial cavity and patent and another hsg showed left side was occluded but unsatisfactory location greater than 50% of inner coil trailing, right side tubal perforation myometrial or peritoneal location had patency. A laparoscopy-electrocautery and tied the tubes were performed. 2 years later, a suspicion of uterine perforation occurred. Given a compatible temporal relationship, a causal relationship between the reported events and suspect insert cannot be excluded. This case was regarded as incident since patient underwent a laparoscopy-electrocautery. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information is being sought.